Event description:
It was reported that during implanting of a femoral component, the impactor fractured. There was no harm or impact to the patient. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event was confirmed via picture. No product was returned. Visual examination of the provided pictures identified signs of repeated use (nicks/gouges). The device can be seen to have broken/fractured. Review of the device history records could not be performed as the lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.